Event description:
Additional information was received: a revision was performed. A decision was made to replace the device and reconnect the leads to the replacement device. According to available information, this lead remains in service.

Event description:
Boston scientific received information that during a follow up visit, visual inspection revealed pocket area that appeared reddened and inflamed. It was thought this was due to device erosion and infection. Blood samples were taken. One week later, test results were negative. A decision has been made to replace this system in the near future. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.